Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the instructions for use found: read these instructions completely prior to use. Incomplete anchor insertion may result in poor anchor performance. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff shoulder surgery the healicoil anchor broke off while deploying, all the broken pieces were removed using tweezers and suction forceps . No delay or other complication were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned without the anchor or sutures. There were no signs of device damage. There was some debris on the inserter and handle. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. A functional evaluation could not be performed without the anchor and sutures present. The slider functioned as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the polymer found that the storage requirements, material specifications, and material tests were appropriately documented. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.